Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified broken shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified broken striated edge on the radius. Based on the device analysis the final assessment was broken striated edge due to surgical damage consistent in the use of some surgical tools. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported right side "pain, tenderness, swollen; causing nerve pain and radiating pain". Additionally, healthcare professional reported capsular contracture, baker grade iii. Device has been explanted.